Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) involved with this complaint. The system was tested and verified as ready for use. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered to be reportable due to the following conclusion: the integrated electro surgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to fire bipolar energy. The customer used external energy to proceed with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that pressing the pedal seemed to trigger the sequence but without coagulating the tissue. They tested with a second bipolar cable, another bipolar and a second bipolar adapter without success. They ended up using an external generator. At the end of the procedure we tried again after checking the rear connectors and it worked without any problems. The only impact for the patient was an extension of the operating time of about 20 minutes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6. Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure. The iesu was placed on an in-house system and was run in normal mode.